Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2009.according to the complainant, post-procedure, the patient the patient experienced dyspareunia. The patient also underwent revisionary surgery on (B)(6), 2009 (specifics unknown). All other information is unknown and unavailable.